Event description:
The caller reports that the customer experienced lethargy, sweating with the inability to move. His blood glucose was 112 mg/dl on the accu-chek advantage system. The emergency medical technicians arrived within 10 minutes and tested the customer. The customer's blood glucose result was 24mg/dl on the professional meter. The customer received "glucose injection" and felt better 5 minutes following treatment. New system sent and return requested.